Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addr01, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that the atrial lead dislodged and appeared to have been dislodged since implant. The lead had high unipolar and bipolar thresholds and was causing phrenic nerve stimulation. Atrial pacing was programmed off approximately two years post implant. The lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.